Event description:
The device failed the leak test during incoming evaluation. The service technician inspected the device and tightened the piston guides. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.